Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the surgeon had to rotate the lens after implantation. Additional information has been received that patient experienced loss of visual acuity due to iol rotation. The event may be occurred due to the improper use of the injector. The videos of the case clearly show that the lens was implanted normally and was left intact the fracture of haptics occurred a few days later. The lens was rotated and the patient was fine. There are three medical device reports associated with this file. This report is associated with 2 of 5.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information was provided in d.4. Product UDI has been updated. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.